Manufacturer narrative:
(B)(4). Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, and missing retainer ring.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was broken and reservoir compartment had a crack. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.